Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to significant bone deterioration approximately four (4) years post-operatively. The surgeon had originally planned to convert the system to a reverse system, but it was noted that during the revision, the glenoid component fell out of the patient's body due to the significant bone deterioration and the surgeon made the decision to remove all implants and implant an antibiotic spacer. No additional patient consequences were reported.